Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were not responding from a six months. Customer's blood glucose level was high of 537 and 535 mg/dl. Troubleshooting was done for keypad anomaly. Customer reported that the time clock was advancing on the insulin pump. Customer mentioned that they had to press it really hard. No further details given. The insulin pump will not be returned for analysis.